Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during battery replacement surgery a fluid leak was found on the patient's lead. It was noted that the physician could see moisture within the lead. The physician decided to keep the lead implanted as the impedance was within normal limits. Information was then received from the physician stating that it was unknown if the inner and outer tubing of the lead were still intact. The physician notes no abraded opening were observed on the lead and that lead revision was not planned. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.